Manufacturer narrative:
Product event summary: at analysis the customer comment of the programmer shutting down by itself was unable to be confirmed. Even after a 12-hour endurance test the programmer did not shut down and worked normally, and no error codes related to shut-down were found in the log files. It was noted that the lower hinges on the right and left were worn and the lower pin slot in the personal computer memory card international association (pcmcia) slot was broken, the cooling fan was noisy and errors in the software history were found. The lower hinges, cooling fan and the pcmcia slot were replaced, new software was installed and the touch screen calibrated. The programmer then passed its electrical safety as well as all final functional and systems tests.

Event description:
It was reported that after having been powered up for 10-15 minutes, the programmer shut down by itself. The programmer has not been received into service. There was no patient involvement. It was further reported that the product was returned to service.